Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Later review of manufacturer's database revealed the patient had died. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2011. Information was subsequently received on (B)(4) 2011 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore, being submitted as a 30-day report. Evaluation summary (B)(4) inner insulation breached mio, all conductors stretched, outer insulation pulled apart (overstress), inner and outer insulation cosmetic mio, outer insulation cosmetic esc, blood in/on helix/lobe mechanism, lead stretched. Full lead returned and analyzed.